Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was placed into the patient's body. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that it was recommended that the patient have the mesh removed, since the patient has experienced constant dull pain, urinary tract infections back to back for the last two years, lower back pain, vomiting, lack of eating, blood in stool and urine, incontinence, shooting pains from the neck to the lower back, pain when urinating since one year post operatively.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh revision/removal on (B)(6) 2012 and (B)(6) 2013, further information will be supplied. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dysuria and urgency.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.